Manufacturer narrative:
The subject prod is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted upon completion of evaluation.

Event description:
It was reported that the pt presented with pain. Mesh was explanted and it was found the ring was broken where the pt inicated he was feeling pain.